Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised swivel post at the front right caster wheel that is welded on is broken from order (B)(4). Dealer advised no damage to the box. Dealer advised returning for credit only. Dealer could not provide any further information, (B)(4).